Event description:
The intra-aortic balloon was inserted into the pt on 5/4/98 at 10:15 a.m. And removed on 5/8/98 at 5:15 p.m. The intra-aortic balloon did not malfunction. The pt had bleeding that was severe and a transfusion was required. The intra-aortic balloon was not returned to datascope. (Event complications: bleeding/severe/transfusion required - reported 7/14/98.) (Pt's current status: discharged - reported 7/14/98.)